Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she was not receiving relief from her scs system. The pt also stated her pain was stable and has not elevated since her initial issue was reported. (Ref MFR report 203083-2012-11652). Follow-up is pending.